Event description:
On (B)(6) 2012, the lay user/patient in (B)(4) contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. On (B)(6) 2012, the technical support representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2012 at 6:00 pm, the patient obtained the blood glucose reading of 5.6 mmol/l (101 mg/dl) on the reported meter. The tsr confirmed with the patient this event occurred in (B)(6) 2012, not in 2011 as originally reported. The patient noted this was a normal reading for him. The patient took novorapid insulin 3.0 units based on this reading, with dinner. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient reported that he skipped his bedtime snack. Two hours afterwards, the patient experienced the symptoms of inability to walk or talk. The patient tested his blood glucose level while symptomatic with his backup meter, but was unable to provide that reading. The patient contacted emergency medical services. When paramedics arrived, the patient's blood glucose level was tested on their meter to be 1.9 mmol/l (34 mg/dl). The patient was treated with peanut butter toast and glucose tablets and felt better afterwards. His subsequent blood glucose reading was 5.6 mmol/l; he was not transported to the hospital. On the day of this event, the patient noted that he had taken his usual meals and insulin doses. The patient manages his diabetes with novorapid insulin three times per day with meals on a sliding scale, and levemir insulin at night. No troubleshooting of the meter or test strips could be done, as the patient had discarded the products. The meter, test strips and control solution were replaced. It is not clear why the patient skipped his usual bedtime snack. There is no evidence the meter and test strips were not functioning appropriately. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the reported meter, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
No products will be returned to the company for evaluation, as the patient discarded them.